Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Reportedly, the customer was able to successfully load a new cartridge to address the issue. Customer's blood glucose (bg) level was 600 mg/dl and a large amount of ketones were observed. Reportedly, customer administered manual injections to resolve high bg.